Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2022, the patient experienced a skin reaction that consisted of an allergic rash with redness and drainage which extended beyond the sensor patch perimeter on the abdomen. The patient had itching sensations, and the area had a bad odor. The patient consulted a healthcare personnel (hcp) who prescribed an oral steroid medication (cortisol) and application of a topical prescription steroid cream. At the time of the report, the patient stated the skin reaction resolved. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).